Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3778-45, serial/lot #: (B)(4), ubd: 15-nov-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that during physical exam, it was noted that the lead had migrated from its current location down to the l1-l2 region and the patient had lost optimal coverage. The patient had revision with a new lead implanted. Impedances and connections were checked and were within normal range. The issue was resolved. No further complications were reported/anticipated.